Manufacturer narrative:
Investigation: one photo was returned for investigation and observed brown foreign matter (fm) in the syringe. Unable to determine the type of foreign matter as no samples were returned for investigation. No samples were returned for investigation to determine the type of foreign matter. Hence root cause could not be determine. If samples are received in the future the complaint will be re-opened and re-investigated. CAPA# (B)(4) was raised to address on foreign matter. DHR review: syringe DHR batch # 3114470 syringe DHR was reviewed. Foreign matter was not detected at the in-process and outgoing inspection. No quality notifications was raised for the reported batch. The preventative maintenance, calibration and equipment history records were reviewed and no abnormality was observed.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a piece of white foreign matter was found inside a bd 3ml syringe, luer-lok¿ tip with bd precisionglide¿ needle 23g x 25mm before use. No injury or medical intervention.